Event description:
This suture retriever was used during a rotator cuff repair and following use, it was noted that the packaging that contained this sterile product was not sealed and thus, the sterility of the product was compromised.

Manufacturer narrative:
Investigation findings: the packaging containing this product could not be evaluated as it was disposed of by the facility. A review of product history shows no other reported problems for this lot number. Conmed linvatec will continue to monitor this product for failures.